Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) arrived onsite to perform repair while onsite to perform pm. Fse was not able to reproduce the autofill issue the customer experienced. Performed pm under (B)(4) and measurement details under the same. Completed repair successfully. Product passed all functional and safety tests per manufacturer specifications.

Event description:
Na.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cs100 iabp (intra-aortic balloon pump) had autofill error. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. After doing 3 good faith effort (gfe's) we haven't received any information. As of now, the investigation is closed, if any new information is received future related to part replacement will reopen the complaint and update it.

Event description:
It was reported that, the cs300 intra aortic balloon pump (iabp) had autofill error. No patient involvement and no harm reported

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6, h11. Corrected fields: b5. Cs100 upgraded to cs300.